Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. Other - evaluation of explanted device was inconclusive as to the mode of fracture.

Event description:
It was reported that pt underwent total hip arthroplasty in 2006. It was reported that pt rolled over in bed and felt a "pop". Patient also experienced an audible noise when walking. Subsequent radiographs indicated ceramic head component had fractured. Revision surgery to replace components was performed in 2007.